Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: investigators were unable to duplicate the ¿no power¿ complaint as the pump powered on to a blank display. The pump case was cracked between the top right display lens and the keypad; moisture was observed under the display lens. A leak test failed due to pump case leak. The pump was opened and moisture damage was found on all internal components.